Event description:
User alleges before the procedure a larynx mask was pasted. A skin incision was made, 2-3 cm. Below the larynx skeleton and guidewire was pasted in trachea. The position secured bronchoscopyed. The trachea was without foreign body's. Initially dilation is performed with the small dilator, the guiding catheter is a played over the guidewire and further dilatation is performed using the large dilator (the pre-lubricated single stage dilator). In that procedure the guiding catheter broke, without using violence or force. As part of the broken guiding catheter is placed in trachea and had to be removed with a stiff bronchoscope. The removal is performed without complication by an int-specialist. The broken part remained on the guidewire and displacement into more distal part of the bronchial tree was not possible. In case of distal displacement the removal would have been impossible. There was no danger for the pt, and ventilation was made without any problem. There have not been used any other equipment in the procedure than the things in the kit. The bronchoscope is removed before dilatation. The equipment has not been tested before use for any fragment in the guidewire.